Event description:
Lead dislodgement was also noted.

Event description:
It was reported that the patient experienced xiphoid stimulation. The lead exhibited high impedance and loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.